Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer's blood glucose (bg) was 516 mg/dl. Customer removed infusion set site and no issues were observed with the site. Insulin injection was administered and bg decreased to "normal range". Recommendation was made for the customer to discuss the event with a healthcare provider.